Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached alarm. No patient involvement.

Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. One device was received for evaluation. Functional testing found a damaged downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.